Manufacturer narrative:
The company service representative examined the system, and no problems were found with the system. The system was then tested and met all product specifications. The company service representative in-serviced the staff on setting up the system for cases along with basic troubleshooting. The company service representative focused on cooling times of the phaco handpieces and making sure phaco handpieces are at room temperature before using. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the second of two reports for this reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery the system presented with poor aspiration in phacoemulsification mode they changed the handpiece out twice and on the third one the aspiration functioned as expected. The customer also noted hot/warm handpieces. The procedure was completed. Additional information was received indicating that the hot/warm hp's were not allowed to cool after coming from the autoclave. The patient presented to the emergency room on post operative day two. The patient was diagnosed with periorbital cellulitis in the left eye. The patient required administration of intravenous antibiotics and antibiotics by mouth.